Event description:
Vent did not alarm. The record states that in 2005 at 0:8:10, while connected to patient the therapist called to room/pt asystole (ptcare/nurses station) states "vent not on" and "not alarming" upon entering the room vent alarming-pt with tachy hr (heart rate)-resecured vent tubing to trach/checked alarm function, turned up volume of alarms, suctioned/removed passy valve & inflated cuff / dr notified by nurse. Vent alarm checked again with charge therapist & dr present. No report of patient harm.